Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxh 800 coulter cellular analysis system generated erroneous high red blood counts (rbc) and hemoglobin (hgb) and low white blood counts (wbc) and platelet (plt) with no instrument generated flags on the initial run of a specific patient sample processed via single tube presentation. The customer determined the results were erroneous because the sample triggered a user-defined delta check flag. Correct results were obtained by rerunning the sample on the same instrument in cassette presentation and confirmed by rerun on a different instrument. Erroneous results were not reported out of the laboratory. No death or injury is associated with this event and there was no change to patient treatment.

Manufacturer narrative:
Specimen was collected in a 13x75mm tube. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Qc run before the event recovered within range. The raw count and histogram information was carefully reviewed. There is no indication of any system malfunction. The rbc and hgb are higher than the rerun by 46% and 43%, respectively. This fits the scenario of aspiration of the sample from the bottom of a settled tube. In this scenario, rbc and hgb are increased by the same percentage and wbc and plt are lowered. Per labeling, mix the specimen according to your laboratory standards. Cautions: sample must be properly mixed before analysis. To avoid improperly mixed sample, do not overfill sample tube. Narrow tubes with small internal diameters will require manual premixing prior to analysis to ensure proper cell and plasma distribution and avoid possible erroneous results. Premix these tubes immediately before placing them in the single-tube station cradle. A field service engineer (fse) removed the blood sample valve (bsv) and cleaned all components. The fse verified correct hgb lamp alignment, found the probe and aspiration syringe in good condition and the precision run was good. Per bec senior software development engineer, erroneous high cbc results are generated after the instrument recovers from "cbc waste chamber drain did not sense empty" error message. The root cause is unknown; however, the erroneous results display the typical pattern for poorly mixed specimens.